Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high (416-586 mg/dl) and ketones were present. The contact alleged the pump was not delivering insulin. The pump supplies were changed and bg did not lower. The contact took the customer to the doctors and an insulin injection was administered to lower bg. The doctor advised the customer to stay off of the pump for 24 hours.